Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
It was reported the pt experienced recurring incontinence. The 61-70 cm h2o balloon was replaced with a 71-80 cm h2o balloon.